Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilation balloon was being prepared for use in a procedure performed on (B)(6) 2023. During preparation, the balloon burst. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro gi wireguided dilation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.